Event description:
It was reported while using bd 64" (163 cm) stdbore ext set w/two 4-way there was a blockage. This is 1 of 2 related reports. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing cannot be flushed or primed new complaint to be generated- captures sets for dates of events 4/7 and 2 unknown dates.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023 h6: investigation summary three sample model mx4450 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and unable to be flushed. Visual inspection under the microscope showed signs of excess solvent near the female luer. A quality notification was sent to the manufacturer. From the manufacturers investigation, operator did not follow the procedure mfg0225 for mdgn dispenser and insert multiple the tube into solvent dispenser. A quality alert was generated on 29jun203 to prevent this defect. No corrective/preventive actions were taken on this investigation since the controls to prevent occlusion in tubing were in place. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 64" (163 cm) stdbore ext set w/two 4-way there was a blockage. This is 1 of 2 related reports. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing cannot be flushed or primed. New complaint to be generated- captures sets for dates of events 4/7 and 2 unknown dates.